Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4) same patient same side. Patient received hip-tep right side. Revision because of fracture if ceramic head and ceramic liner. Mix & match situation - competitor stem. Doi: (B)(6) 2001. Date of first revision: (B)(6) 2010.

Manufacturer narrative:
A review of manufacturing records and complaints database did not identify any anomalies. It was not possible to determine the cause of device fracture. Parts were in-situ for more than 8 years. Medical notes were not provided therefore it is not known if there were any patient related factors. In addition, as per ceramtec¿s review, a non-depuy stem was used which could have also caused the reported fracture. Based on the information received and the investigation performed, the root cause of the complaint was undetermined. The customer did not report a device defect. It is not possible to determine if there was a manufacturing fault. No corrective action is required. Post market surveillance is per (B)(4). The complaint shall be closed with an undetermined conclusion; it will be entered into the complaint database and monitored through trend analysis.